Event description:
Customer reported the insulin pump alarmed button error and was unable to clear. Customer's blood glucose was 177 mg/dl. Customer was attempting to bolus when the device alarmed. Customer stated the device was in her jeans not sure if she was pressing the buttons. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no unexpected errors or button error alarms. However, the pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube and cracked battery tube threads.